Event description:
It was reported that during a da vinci surgical procedure, a wire was sprung on the mega suturecut needle driver instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the grip cable broken at the distal idlers. The idler pulley spun freely and did not exhibit damage. The cable segment stuck out at the instrument's wrist. Other cables at the wrist were not damaged. Additionally, the grip cable was derailed at the distal idler pulley. The cable derailment was likely due to the cable losing contact with the pulley during wrist articulation. The fleet angle between the proximal and distal pulleys may have contributed to the derailment. An additional observation not reported were scratches on the surface of the distal pulley. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken cable could likely cause or contribute to an adverse event if the failure mode were to recur.